Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, brown particles, and a linear opening. A leak test was performed which identified leakage per brown particles. The particles were not removed and, subsequently, a microscopic analysis was performed which identified particle leakage. A microscopic analysis identified a smooth linear opening on the anterior side in the same location of the crease assessed as a fold flaw opening. The fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is a smooth crease opening assessed as a fold flaw opening, and particles in the fill channel assessed as particle leakage. The reason for reoperation is deflation.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.